Manufacturer narrative:
Evaluation results - visual inspection of the returned product showed that the optic had been torn in two places. There was evidence of a clear surgical residue. Conclusion - (no conclusion can be drawn): based on the complaint history and eval of the returned product, a specific root cause of the event could not be determined.

Event description:
It was reported that the surgeon attempted to inserted a cq2015 three piece collamer lens and the lens was torn during insertion. A competitor's cartridge and injector were used. The reporter stated the incident was due to a loading error. There was no pt injury.